Event description:
It was reported during procedure, the physician had a difficulty to remove the stylet. Lv lead damage was noted. The lead was removed and a new lead was implanted. The patient was in stable condition after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces with stylet inserted and found to be stuck. The stylet coating was stripped. The connector pin and connector cap were found pulled from the connector assembly stretching the inner coil. The stripped ptfe coating of the stuck stylet and the inner coil were found bunched at the distal end of the connector pin. This is consistent with the observation from the field of stylet could not be removed from the lead and lead damage were confirmed. The damage to the connector pin found on the lead is consistent with use of excessive force during implant. Other damages found are consistent with those occurring at the time of explant.